Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an abrasion under the lifevest equipment. The patient described the area as the right electrode rubbed the area raw, no blood but it is stinging. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cortisol cream for the skin irritation. Follow up indicated that the skin irritation improved.